Event description:
Rptr wishes to report on an incident that was investigated by health services. Resident in a long term care facility was changed and repositioned in bed at approx 2 pm. Reportedly, the side rail on the bed was bent, loose and shakey. At approx 2:30 pm, staff found resident wedged between the end of the side rail and the head of the bed. Her legs were entangled in the side rail and between the mattress. Resident was pronounced dead at the scene. The side rail was replaced prior to the investigation, so no product info is available. All info pertaining to the actual event was compiled through interviews with staff members to provide this report.